Manufacturer narrative:
Become aware date is 2/2/2017. The bench repair technician confirmed the reported problem and has ordered the power management pcb for replacement to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition: 3.3 v supply failed. No patient involvement reported.